Manufacturer narrative:
(B)(4)

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration. Revision surgery has been scheduled however has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. This report is submitted on september 25, 2018.